Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed some functional tests, and no excessive no delivery alarms were noted. However, the pump gave an unexpected restart alarm after the battery change. Unable to complete all functional tests due to the unexpected restart error alarm. The pump was received with a cracked reservoir tube lip. No broken parts or loose wires noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that a no delivery alarm was received and that hospitalization was necessary due to their blood glucose of 495 mg/dl. Their blood glucose went down to 120 mg/dl and customer indicated that the pump was fine and he fixed it himself. The call from the customer was disconnected and troubleshooting indicated that they would call back later.